Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to non-function, occlusion, and fracture. A spectranetics lld lead locking device (lld) was inserted into the lead to provide traction. Beginning with a 16f glidelight laser sheath, progress stalled, so switched to a spectranetics 13f tightrail sub-c rotating dilator sheath and spectranetics 13f tightrail rotating dilator sheath (long). However, the patient's blood pressure dropped when advancement was made over the distal end of the proximal coil of the lead, and rescue efforts began, including sternotomy. A perforation in the superior vena cava (svc) was discovered, but was unable to be repaired, and the patient did not survive the procedure. This report captures the 13f tightrail (long) in use when the perforation occurred, requiring intervention, resulting in death. There was no alleged malfunction of any spectranetics device in use during the procedure.

Manufacturer narrative:
A2) patient date of birth - not available from facility. A3b) patient gender - not available from facility. A5) patient ethnicity - not available from facility. B6/b7) patient information regarding relevant tests/laboratory data or medical history - not available from facility. D4/h4) the lot number was not provided; thus, the following information is unknown: unique ID, expiration date, and manufacture date. H3) the tightrail was discarded, thus no product investigation was performed. H6) per IFU, perforation and death are listed as potential adverse events with use of the tightrail device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.